Event description:
A home patient (hp) contacted global technical service (gts) on (B)(6) 2012, reporting a system error 2240 that occurred on the home choice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the alarm. The hp did not disconnect, there were no leaks, and no open clamps on unused lines. The tsr had the hp cycle power, and the hc showed system error 2367. The tsr assisted the hp in ending therapy. The hp was closing the clamps and cassette line fell out of supply bag. The tsr advised the hp to let the registered nurse know about the alarm the hc was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). . This complaint for system error 2240 is confirmed because it was reported under the activities section that a supply bag disconnected and there was a se2240. The assignable cause code was supply bag disconnected without falling. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.